Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-may-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 01-may-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). The patient reports they have not utilized the device for the previous two months as they feel like the device provides minimal relief that feels like vibrations that intensify when supine. No action at this visit. Jan2022: discussed revising leads tip or replacing the generator. May2023: the patient reported they have not utilized the device for more than one year. They were asked to charge the device and determine if it provides any relief. No action was ever taken after options were discussed in january 2022. It was reported that there was a loss of therapeutic relief. Unresolved with no further action planned. It was reported that the system was explanted and not replaced due to a malfunction.

Manufacturer narrative:
Product analysis: pli# 10 product ID# 97715 the implantable neurostimulator (ins) passed functional testing. Pli #20 product ID# 977a260 the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Pli #30 product ID# 977a260 the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.